Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: data files and the afapro28 balloon catheter with lot number 15235 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed seven applications were performed using catheter afapro28 with lot number 15235. The patient file showed 17 applications were performed using catheter afapro28 with lot number 15477. Console output data (pressure, preset pressure, and flow) showed unexpected pressure profile during ablation at applications one, two, four, and six. Console output data (pressure, preset pressure, and flow) showed unexpected flow profile during ablation at applications one, two, four, and six. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the infl ation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillations or overshoots. In conclusion, the reported issues of the temperature dropping faster than expected and unable to occlude/occlusion difficulties were not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures were quickly colder than expected and there was difficulty isolating the pulmonary vein (pv). The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.